Manufacturer narrative:
Pump analysis revealed the unit had a cracked overlay. Unable to test for a-35 alarm due to drive and motor anomaly. The drive block does not engage with the leads screw due to a corroded thread segment.

Event description:
It was reported the insulin pump was unable to prime. It was also reported the insulin pump has a driver motor error. Nothing further was reported.